Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming done. The patient underwent a revision procedure wherein the ipg and paddle lead were replaced. The patient was having a lot of pain and was unsure of paresthesia coverage postoperatively. The explanted devices were not returned.